Event description:
(B)(6) study it was reported a stroke occurred. On (B)(6) 2018 the patient underwent a successful left atrial appendage (laa) closure. A 20mm watchman flx closure device was implanted. A complete laa seal was observed with deployed device diameter of 20mm. Prior to the index procedure, 81 mg aspirin was administered. Two days post procedure, the patient noted trouble signing his name, felt thick tongued and had word-finding difficulties. The next day he noted difficulty typing at work. On (B)(6) 2018, upon his physician's recommendation, the patient presented to the emergency room with stated symptoms and right-hand clumsiness. A computed tomography (CT) scan of his head was performed which revealed subacute appearing left corona radiata lacunar infarct. The patient's systolic blood pressures in the ER were noted to be 160s-180s, EKG showed sinus rhythm, x-ray was unremarkable and no significant laboratory abnormalities were noted. Per the physician, the location of the infarct noted on CT imaging is suggestive of a subacute stroke due to hypertensive atherosclerotic disease. On (B)(6) 2018, upon consultation, physical examination revealed, normal speech, no deficits in vision and normal motor examination. The patient was ordered for ultrasound of carotids and echocardiogram. Of note, the patient has a metal in his body that does not allow the MRI procedure. Transthoracic echo report revealed abnormal left ventricular diastolic function, moderately enlarged left atrium, sclerotic mitral and aortic valve, mild mitral valve regurgitation and moderate tricuspid mitral regurgitation. On the same day, cerebrovascular duplex performed, which revealed mild 1-39% stenosis of the internal carotid arteries, no significant stenosis in the external carotid arteries bilaterally and normal subclavian arteries. The patient was diagnosed with stroke and specified as "duration of focal or global neurological deficit greater than 24h". The type of stroke was ischemic and suspected cause was "emboli".the national institute of health (nih) stroke scale was not performed and modified rankin scale denoted "1- no significant disability despite symptoms". On (B)(6) 2018 the patient was discharged with stable vitals and in stable condition.

Event description:
Pinnacle flx study. It was reported a stroke occurred. On (B)(6) 2018 the patient underwent a successful left atrial appendage (laa) closure. A 20mm watchman flx closure device was implanted. A complete laa seal was observed with deployed device diameter of 20mm. Prior to the index procedure, 81 mg aspirin was administered. Two days post procedure, the patient noted trouble signing his name, felt thick tongued and had word-finding difficulties. The next day he noted difficulty typing at work. On (B)(6) 2018, upon his physician's recommendation, the patient presented to the emergency room with stated symptoms and right-hand clumsiness. A computed tomography (CT) scan of his head was performed which revealed subacute appearing left corona radiata lacunar infarct. The patient's systolic blood pressures in the ER were noted to be 160s-180s, EKG showed sinus rhythm, x-ray was unremarkable and no significant laboratory abnormalities were noted. Per the physician, the location of the infarct noted on CT imaging is suggestive of a subacute stroke due to hypertensive atherosclerotic disease. On (B)(6) 2018, upon consultation, physical examination revealed, normal speech, no deficits in vision and normal motor examination. The patient was ordered for ultrasound of carotids and echocardiogram. Of note, the patient has a metal in his body that does not allow the MRI procedure. Transthoracic echo report revealed abnormal left ventricular diastolic function, moderately enlarged left atrium, sclerotic mitral and aortic valve, mild mitral valve regurgitation and moderate tricuspid mitral regurgitation. On the same day, cerebrovascular duplex performed, which revealed mild 1-39% stenosis of the internal carotid arteries, no significant stenosis in the external carotid arteries bilaterally and normal subclavian arteries. The patient was diagnosed with stroke and specified as "duration of focal or global neurological deficit greater than 24h". The type of stroke was ischemic and suspected cause was "emboli".the national institute of health (nih) stroke scale was not performed and modified rankin scale denoted "1- no significant disability despite symptoms". On (B)(6) 2018 the patient was discharged with stable vitals and in stable condition. It was further reported that the patient returned for follow up tee on (B)(6) 2018 which revealed a non mobile thrombus in the left atrium.

Event description:
Pinnacle flx study. It was reported a stroke occurred. On (B)(6) 2018 the patient underwent a successful left atrial appendage (laa) closure. A 20mm watchman flx closure device was implanted. A complete laa seal was observed with deployed device diameter of 20mm. Prior to the index procedure, 81 mg aspirin was administered. Two days post procedure, the patient noted trouble signing his name, felt thick tongued and had word-finding difficulties. The next day he noted difficulty typing at work. On (B)(6) 2018, upon his physician's recommendation, the patient presented to the emergency room with stated symptoms and right-hand clumsiness. A computed tomography (CT) scan of his head was performed which revealed subacute appearing left corona radiata lacunar infarct. The patient's systolic blood pressures in the ER were noted to be 160s-180s, EKG showed sinus rhythm, x-ray was unremarkable and no significant laboratory abnormalities were noted. Per the physician, the location of the infarct noted on CT imaging is suggestive of a subacute stroke due to hypertensive atherosclerotic disease. On (B)(6) 2018, upon consultation, physical examination revealed, normal speech, no deficits in vision and normal motor examination. The patient was ordered for ultrasound of carotids and echocardiogram. Of note, the patient has a metal in his body that does not allow the MRI procedure. Transthoracic echo report revealed abnormal left ventricular diastolic function, moderately enlarged left atrium, sclerotic mitral and aortic valve, mild mitral valve regurgitation and moderate tricuspid mitral regurgitation. On the same day, cerebrovascular duplex performed, which revealed mild 1-39% stenosis of the internal carotid arteries, no significant stenosis in the external carotid arteries bilaterally and normal subclavian arteries. The patient was diagnosed with stroke and specified as "duration of focal or global neurological deficit greater than 24h". The type of stroke was ischemic and suspected cause was "emboli".the national institute of health (nih) stroke scale was not performed and modified rankin scale denoted "1- no significant disability despite symptoms". On (B)(6) 2018 the patient was discharged with stable vitals and in stable condition. It was further reported that the patient returned for follow up tee on (B)(6) 2018 which revealed a non mobile thrombus in the left atrium. It was further reported that the core lab echocardiography revealed no thrombus on the atrial facing surface of the watchman device and no thrombus in the left atrium, as was previously reported.